Event description:
It was reported the pt is no longer receiving effective stimulation following an unrelated back surgery. The pt is working with his physician to determine the next course of action. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.